Event description:
This spontaneous report was received on (B)(4) 2012, from a mother reporting on her (B)(6) daughter from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she accidentally inserted the tampon with the wrapper. She was able to remove the tampon, but not the wrapper. The action taken with the device was unknown. The event did not resolve. This report was assessed as non serious event. The company causality was assessed as possible. This report was also considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, the sample was not received for evaluation as of (B)(4) 2012 and lot number was not provided with the complaint. The device history record, lot trending and retain sample inspection could not be performed without a valid lot number. This complaint was due to human error. No trend observed on wrapper stuck in body as a complaint category or on human error as a root cause for stuck in body issues. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a mother reporting on her (B)(6) daughter from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she accidentally inserted the tampon with the wrapper. She was able to remove the tampon but not the wrapper. The action taken with the device was unknown. The event did not resolve. This report was assessed as non serious event. The company causality was assessed as possible. This report was also considered a reportable malfunction case in the united states.